Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The display board cable was reseated to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in the loss of display during pre-use checkout. There was no report of patient involvement.